Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. The date of event is an approximation. On (B)(6) 2026, it was reported per an attached facebook post, that the patient reported that the g7 did not go off at 0530. She was in intensive care unit (ICU) in a diabetic coma from hypoglycemia for 5 days and reported nearly dying. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.